Event description:
It was reported that while this patient was running on a treadmill, he received three inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (sicd). The physician expressed concern with how long it took the device to deliver a shock and also that it took all three shocks before the rhythm was converted back to sinus rhythm. Episode review was requested. A boston scientific (bsc) technical services consultant reviewed the logfiles which showed the patient's heart rate prior to the onset of vf was approximately 180bpm for eight minutes which is consistent with the report of the patient running on a treadmill. The onset of the first delivered shock illustrates a torsades de pointes (tdp) like rhythm which was sudden and initially was undersensed and resulted in delayed detection of approximately fourteen seconds. Later in the episode, the amplitude was still fine; however, the variability was less and the device sensed well. Additional review of logfiles confirmed shock impedance was steady and stable at 50-60 ohms since implant and sensing counters showed no signs of concern. Implant x-rays confirmed good system placement. The recommendation was given to obtain a current x-ray for comparison. The consultant discussed programming options and consulted a bsc engineer for further assessment. The system remains in service and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that the patient received three inappropriate shocks rather than four that was initially reported. Episode review was requested. A boston scientific (bsc) technical services consultant reviewed the logfiles which showed the patient's heart rate prior to the onset of vf was approximately 180bpm for eight minutes which is consistent with the report of the patient running on a treadmill. The onset of the first delivered shock illustrates a torsades de pointes (tdp) like rhythm which was sudden and initially was undersensed and resulted in delayed detection of approximately fourteen seconds. Later in the episode, the amplitude is still fine; however, the variability is less and the device senses well. Additional review of logfiles confirmed shock impedance has been steady and stable at 50-60 ohms since implant and sensing counters showed no signs of concern. X-ray from implant confirmed good system placement. The recommendation was given to obtain a current x-ray for comparison. The consultant discussed programming options and consulted a bsc engineer for further assessment. The system remains in service and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that while this patient was running on a treadmill, he received three inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (sicd). The physician expressed concern with how long it took the device to deliver a shock and also that it took all three shocks before the rhythm was converted back to sinus rhythm. Episode review was requested. A boston scientific (bsc) technical services consultant reviewed the logfiles which showed the patient's heart rate prior to the onset of vf was approximately 180bpm for eight minutes which is consistent with the report of the patient running on a treadmill. The onset of the first delivered shock illustrates a torsades de pointes (tdp) like rhythm which was sudden and initially was undersensed and resulted in delayed detection of approximately fourteen seconds. Later in the episode, the amplitude was still fine; however, the variability was less and the device sensed well. Additional review of logfiles confirmed shock impedance was steady and stable at 50-60 ohms since implant and sensing counters showed no signs of concern. Implant x-rays confirmed good system placement. The recommendation was given to obtain a current x-ray for comparison. The consultant discussed programming options and consulted a bsc engineer for further assessment. The system remains in service and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that the patient received three inappropriate shocks rather than four that was initially reported. Episode review was requested. A boston scientific (bsc) technical services consultant reviewed the logfiles which showed the patient's heart rate prior to the onset of vf was approximately 180bpm for eight minutes which is consistent with the report of the patient running on a treadmill. The onset of the first delivered shock illustrates a torsades de pointes (tdp) like rhythm which was sudden and initially was undersensed and resulted in delayed detection of approximately fourteen seconds. Later in the episode, the amplitude is still fine; however, the variability is less and the device senses well. Additional review of logfiles confirmed shock impedance has been steady and stable at 50-60 ohms since implant and sensing counters showed no signs of concern. X-ray from implant confirmed good system placement. The recommendation was given to obtain a current x-ray for comparison. The consultant discussed programming options and consulted a bsc engineer for further assessment. The system remains in service and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that x-rays were not performed. The current plan is to see the patient for medication changes and then follow up with bsc engineering at a later date. The system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that while this patient was running on a treadmill, he received four inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (sicd). The physician expressed concern with how long it took the device to deliver a shock and also that it took all four shocks before the rhythm was converted back to sinus rhythm. There does appear to be some undersensing of fine ventricular fibrillation (vf). Further patient evaluation was discussed and recommended. The system remains in service and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.